Event description:
The customer indicated to valleylab in march, 1999, the plastic tip came off during a procedure. Add'l info was rec'd on august 24, 1999 that indicated following an arthroscopic lateral release, it was noted in the suprapatellar, that an abnormal structure was identified. The abnormal structure was a 2x4 mm plastic covering for the cautery knife. The cautery tip was removed and on checking, it was noted the tip was missing the insulating sleeve. Removing it arthroscopically was unsuccessful. The knee was then opened, but attempts to locate the plastic were unsuccessful. It may have washed out, but was too small to locate.